Event description:
An (B)(4) old male patient called in to zoll lifecor to report that he had inserted a new battery into the monitor and it would not power on. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.